Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine, 1.67mg/ml, dose not reported via an implantable pump. The indication for use was non-malignant pain. The patient was in excruciating pain which started yesterday. The patient stated that she has a slipped disc in her lower back. The patient had a CT scan on her upper back but was unable to lay down for very long because of her pain, so the doctor was unable to get her lower back with the CT scan. The patient was in the ER (emergency room) today because of the pain she is in and that they are probably going to give her a shot but the patient did not know what kind of shot it will be. It was noted that the patient had two or three other injections but the patient couldn't remember the name of them. The patient stated that the nurse told her it was going to get worse before it got better and the day of the report she started having excruciating pain. The patient was concerned that the CT scan she had may have cause their pump to stall and that was why the patient was in so much pain. No further patient complications were reported.